Manufacturer narrative:
During evaluation of the treatment tip, service found damage to the tip membrane. This confirms the customers report of tip damage. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radio frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records shows all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. Unknown what caused damage to the treatment tip membrane. It was reported that the patient has been restored to good condition with no scar left. The investigation is complete.

Manufacturer narrative:
The product evaluation was completed. When the treatment tip was received it had been used for 346 treatments. The tip passed flow, leak, and thermistor testing. The tip failed visual testing and no functional testing was performed due to the observation of dielectric breakdown. The manufacturing records have been reviewed and found to be acceptable. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported that a (B)(6) year old, female patient received a burn of the right cheek and face during a thermage treatment. The burn was 0.5cm-2.0cm in size. Superficial redness, and swelling with minor blistering were observed. The patient was not able to offer feedback during the treatment due to being under anesthesia consisting of 2% lidocaine + e 2jml + 2.5 sod ; rapofen 2ml; fertangl 2 ml; propofol 240ml by IV. The patient was also receiving treatment of the face for autologous fat in the temple, tear "tough", cheek, nasolabial fold, and chin. It was reported that during the thermage treatment the skin was kept flat and that good contact was able to be maintained. Approximately 60ml of coupling fluid was used. The treatment tip was inspected prior to use with nothing notable reported. It was inspected every 100-150 reps thereafter. At around 364 reps the event occurred whereupon inspection a tiny hole was observed in the tip's membrane. A second tip was used. After 166 reps, it was reported that the user felt the second tip's membrane also broke. The highest energy level used was a 5. Ice was applied after the procedure. Secondary intervention of tinten 500mg, transamin 250mg, tellwell, lysozyme 90mg, and keflex 500mg was administered, along with sulfazine. At the time of this report, blisters were resolved, and scars remained. A patient status update has been requested.